Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, bleeding occurred while performing tissue dissection and hemostasis with the fenestrated bipolar forceps (fbf) instrument. The surgeon reported diminished energy output and reduced smoke generation during this event. Despite removing the instrument, thoroughly cleaning the jaws, and performing another coagulation attempt, the issue persisted. There were no collisions, thermal damage, or visible cables. The patient did not require a blood transfusion, as the bleeding was anticipated and considered minimal. To resolve the issue, a backup fbf instrument was used, and the procedure was successfully completed. There is no concern about this event causing any long-term complications, and the patient did not experience any post-operative complications.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection was performed and no damage to the conductor wires was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to the in-house erbe generator and passed energy recognition. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was identified. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.